Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found a leak from piping above the sterilizer from the ro water system. The ro water connection is located above the sterilizer, connecting the sterilizer to deionized water. The ro connection was found to be loose causing a leak, resulting in the reported event. The technician contacted the customer's biomed third party to make the necessary repairs to the unit. The reported event is attributed to improper preventive maintenance activities by user facility personnel. After the repairs were made, the unit was tested, confirmed to be operating according to specification, and was returned to service. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped and fell on water that had leaked onto the floor from their amsco 600 sterilizer. The employee sought medical treatment however, no medical treatment was administered.